Event description:
It was reported that during a laparoscopic appendectomy, the device cut but did not staple properly and the staple line was bleeding. Used clips and surgicel to stop the bleeding and the case was completed. There was no pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.